Manufacturer narrative:
Photographic examination results: one photograph of the used portex tubes blue line ultra tracheostomy tube was submitted for investigation. The investigator observed the trachea, but was unable to determine if there was a product problem based on the analysis of the photograph. A device history review was subsequently performed. The device history record showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No root cause could be determined since no sample was received to perform a thorough investigation. A product problem was not identified during the evaluation of the photograph.

Event description:
It was reported that there was worsening ventilation with the patient following placement of product. The tip of the tube was confirmed to be "hitting the anterior wall of the trachea." The patient was required to be transported to the hospital and a trach change out was performed.